Manufacturer narrative:
A healing collar (hc345) was returned. Visual inspection of the as received product identified that the threads had wear and damage (deformed). There were noticeable signs of usage around the occlusal surface and the cuff. The threads had presence of dried blood. Returned device was examined visually by the naked eye and through 10x magnification. The product was functionally tested, and it was confirmed that the healing collar would not seat or even screw into a mating implant. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that healing abutment did not thread. Doctor was able to complete the procedure with a replacement abutment.